Event description:
On 11/6/2023, it was reported by an arthrex employee via sems (B)(4) that an ar-2670 screw depth indicator (the device is a loaner) and an ar-8943-15 depth device (the device is a loaner) was not measuring correctly due to the two tips being swapped that was confirmed by their inspection team. This was discovered during an unspecified procedure, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to mishandling the device. The complaint allegation was not confirmed. The device was not received for evaluation, and the customer¿s attached picture does not provide evidence of the failure.